Event description:
The customer contact reported that during testing at the user facility, the device continued to deliver a bolus dose after a dose had been completed. There were no reports of any adverse events while the device was in clinical use. Though requested, no additional information was provided.